Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer experienced nausea, vomiting, abdominal pain related to the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer contacted to their health care professional related to the high blood glucose. The device will be returned for analysis.